Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
It was stated that during service the rotaflow drive burned up before the power supply burned up. No patient involvement was stated. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The field service technician has sent the defective rotaflow drive to mahwah depot for repair. This drive was sent to germany with RMA# (B)(4) for repair at the supplier em-tec. According to the em-tec service report# (B)(4) dated on (B)(6)2018 following work has been performed: when the device was opened, it was detected that there was a short circuit on the board. The cause analysis in the r&d department of em-tec has revealed: there is no evidence that the ribbon cable was faulty and caused the damage. The same applies to the laying of the ribbon cable: the way the cable was laid was correct and there is no indication that the above damage was caused. The board is damaged at a place where very thin conductive tracks are, a small crater has formed on the board due to the mini-fire. It seems that the damage may have started there. The cause of the damage can no longer be clearly determined due to the fire damage. Possible causes can be that one of the thin conductor paths has detached. The penetration of moisture through improper handling is also conceivable. It should be noted that the device has been in circulation since 2013 and worked without any problems. The cause of the damage, which led to the aforementioned damage, does not have to occur until shortly before the device fails. With significant damage in the area of the printed circuit board shown above, the device could not have functioned without problems for several years. So far, the above case has been an isolated one. No other such cases are known. The motor, the control cable, the tacho board and the electronical boards mc1 and mc2 has been replaced due to the short circuit. The ferrite, ball bearings, damaged closing assy ans safety foils has been replaced. Burnin, calibration final check and system test has been performed according to the service protocol. The rotaflow drive passed all tests. The most probable root cause of the damage can no longer be clearly determined due to the fire damage. Possible causes can be that one of the thin conductor paths has detached. The penetration of moisture through improper handling is also conceivable. The supplier em-tec gmbh opened a CAPA dated on(B)(6)2018 (CAPA# (B)(4) ) due to this incident. Since the exact cause of the error is unknown, no concrete corrective actions are possible. In the service area, attention is routinely focused on the occurrence of further such cases. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).